Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction associated with the sensor patch occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patient developed a burning sensation, dry skin and a rash that extended beyond the patch parameter. The patient was evaluated and treated by a physician on (B)(6) 2021 after they had a previous reaction on (B)(6) 2021. The patient was evaluated by a healthcare personnel (hcp) and received a steroid injection, an over the counter (otc) oral antihistamine (zyrtec), and a topical steroid medication (clobetasol). A photograph was provided for investigation. Confirmation of the complaint was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.